Event description:
It was reported that the asymptomatic patient presented in clinic where it was discovered the patient¿s lead had a high capture threshold. As a result, the lead was capped and replaced on (B)(6) 2017. The patient was stable during and after the procedure.